Event description:
The catheter balloon was removed from the package in preparation for use during a case. The distal tip lumen was obstructed so that a guide wire would not pass through the end of the balloon. The balloon was not used for the procedure.